Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient experienced dysphotopsia, saw flashes and rings, and had decreased visual acuity. The iol was exchanged for a different model. Additional information has been requested.

Manufacturer narrative:
The product was not returned for evaluation. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).